Manufacturer narrative:
Evaluation of the returned device is currently underway. Once it is completed a supplemental report will be submitted.

Event description:
Medtronic received a report that the push wire detached from the retrieval portion of the solitaire sfr2. Everything was removed-nothing was left in the patient and the procedure was completed with another solitaire. The patient was being treated for ischemic stroke in the left mca 1 segment. The device was deployed in the left mca for a second pass attempt to remove clot. The initial nihss was 19. On retrieval of the sfr2 into the distal access catheter, the pusher wire detached from the retrieval portion of the sfr2. The retrieval portion of the sfr2 was approximately 80% inside of the distal access catheter when the pusher detached. Resistance was felt in the distal end of the catheter during retrieval and the pushwire broke at the distal end. The catheter was removed and the broken device was partially inside the distal aspect of the catheter. Nothing was left in the patient. The treating physician noted the patient is recovering well from the ischemic stroke. The vessel was revascularized using a second sfr2 device. Post procedure the tici was 2b and nihss was 15. The patient is doing well.

Manufacturer narrative:
Additional manufacturer narrative additional information was received from the user facility. The vessel diameter was 2mm and the vessel was tapering prior to the occlusion. Two recover attempts were made during the procedure and the microcatheter was removed prior to retrieval of the solitaire. As a result of the additional information the evaluation concluded: in this event, use context may have contributed to the device separation as the micro catheter did not cover the proximal marker of the stent device during retrieval. In addition, the ¿vessel tapering prior to the occlusion¿ and the continued recovery against the excessive resistance likely contributed to the device separation.

Manufacturer narrative:
Device evaluated the solitaire 2 was returned for evaluation. The solitaire 2 stent device was being used for treatment for ischemic stroke in the left mca 1 segment. Based on the device analysis, sem (scanning electron microscopy) analysis and the reported information the customer¿s report of ¿resistance during retrieval¿ and ¿separation¿ was confirmed. The received stent was found to be separated from the pushwire as the pushwire was found to be broken into two segments. Based on sem report, the failure mode was consistent with tensile overload. It is likely that the resistance contributed to the device separation. It is possible that the damages to the catheter contributed to the resistance during retrieval. However, the cause for the resistance could not be determined. The pushwire shrink tubing was found to be damaged. This damage is a likely result of the resistance during the retrieval of the device. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. Per the solitaire 2 IFU (instructions for use): ¿to prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration. Do not treat patients with known stenosis proximal to the thrombus site. If excessive resistance is encountered during recovery of the solitaire 2 revascularization device, discontinue the recovery and identify the cause of the resistance. If withdrawal into the guide catheter is difficult, deflate balloon (if using balloon guide catheter) and then simultaneously withdraw guide catheter, microcatheter and solitaire 2 revascularization device as a unit through the sheath while maintaining aspiration. Remove sheath if necessary.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.